Event description:
The lay user/reporter, the pt's granddaughter, contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. In 2006 at 12:10 pm the reporter obtained a blood glucose reading for the pt of 172 mg/dl on the reported meter. At that time, the pt was experiencing the symptoms of being dazed, unresponsive, cold and clammy. The pt had also faller twice earlier that day. The pt then passed out. Family members did not provide any treatment, but called emergency svs. At 12:20 pm the paramedics arrrived and obtained the blood glucose results of 80 mg/dl and 32 mg/dl for the pt, using their meter. The pt was given glucose intravenously, and was transported to and admitted to the hosp. Her admitting diagnosis was hypoclycemia and kidney failure. The pt was not expected to survive, but did so, and discharged from the hosp in 2006. As the pt was home alone, it is unk if she had eaten any meals, taken any medications, or tested her blood glucose on the morning prior to the event. There are no blood glucose readings in the meter's memory for 2006. The pt takes an unk type of insulin, 10 units in the morning and 15 units in the evening, and glucotrol (glipizide) one pill per day. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct. The meter, test strips and control solution were replaced. The result of 172 could not be found in the meter. While hypoglycemic, the pt obtained an elevated blood glucose reading. She later received treatment. Therefore, this complaint is being reported as an adverse event.